Event description:
(B)(4). It won't let me pick a date. I had symptoms after 3 months. Painful more frequent periods. Pain or spotting after sex. Irregular periods. Pain shooting down legs. Pelvic pain on both side like shooting cramps n sharp pain randomly weekly even daily. More migraines.

Event description:
(B)(4). I had unexplained rash on my butt that had to be frozen off, each one individually and very painful! I would get random break outs on my upper thighs throughout any given month. I get joint pain in my shoulders and knees. On (B)(6) 3015 I had a full hysterectomy just leaving ovaries. Three weeks later right ovary twisted and died. Surgery to remove that led to damaged bowel from so much scar tissue and then had an ostomy. That got infected and I was open from hip to hip. The stoma was inside my wound so I had a fistula coming out to drain stool. I was hospitalized 36 days total. I had to pack and change the large wound and ostomy twice daily. I had a clear liquid diet for 6 months!! My liver became damaged from tpn and I needed a liver biopsy. My liver started to bleed internally a few days later and I needed another surgery to cauterize and cut off the bleed. I was in hospital a few times for dehydration. On (B)(6) 2016 I finally had the reversal of ostomy, bowel resection and left ovary taken. I was cut from just below rib cage all the way down! I'm 6 weeks post op and starting to feel like myself, no thanks to the damage essure cause in my body!!!!